Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the customer inadvertently set an incorrect date into the pump. Customer's blood glucose was not impacted. Reportedly, customer corrected the date.